Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies to the pump. The customer's blood glucose (bg) level was 564 mg/dl. A correction bolus via the pump and an insulin injection was used to address the high bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.